Event description:
It was reported the following issue occurred during a predilatation of a lesion into the distal posterior interventricular artery (ivp). When the balloon was inflated at 6 atmospheres, by angiography the physician noted a squirt of contrast from the balloon. The device was withdrawn and out of the anatomy, the physician observed an hole in the balloon by injecting saline solution. It was reported that the route to the target lesion and the lesion itself were not highly calcific. The procedure has been concluded by using another unspecified balloon. The patient experienced slow/poor flow during the procedure. The physician presumes that this could be due to air passage from the balloon. At the end of the procedure the patient was reported to be fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the patient anatomy, such that the balloon ruptured upon the first inflation at 6atm which is below the rated burst pressure (rbp) of 14 atmospheres. It was reported the patient experienced slow/poor flow during the procedure. The physician presumes that this could be due to air passage from the balloon. Embolism is listed in the instructions for use (IFU) as a known adverse event of coronary dilatation procedures. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.